Event description:
It was reported the pt was admitted to the hosp for an acute myocardial infarction (ami). The angio-seal vip was deployed in the right femoral artery (rfa) without complications. Two days later, the pt developed an acute thrombosis in the rigth femoral vein (rfv). An inferior vena cava (ivc) filter was implanted. The pt underwent exploratory surgery of the rfv. A "tracking" hematoma was present down the rfa. Reportedly, the compression from the hematoma caused the thrombosis in the rfv. The hematoma was evacuated. One week later, the ivc filter was removed and the pt recovered without complication. The pt was discharged on warfarin (dosage unknown).

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the hematoma and thrombosis could not be conclusively determined however, the physician reported the compression of the hematoma caused the right femoral vein thrombosis. The angio-seal instructions for use (IFU) state based on clincial experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervetnion. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access proc edures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state the safety and effectiness of the angio-seal device has not been established for pts undergoing an interventional procedure whom are being treated with warfarin. The following dates are estimated. Only the year is known:.